Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Device not returned by account. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Event description:
Reporter alleged discrepant blood glucose values of 298, 174, 178, and 133 mg/dl when all tests were performed back to back on the advantage system. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during a total laparoscopic assisted vaginal hysterectomy; while the surgeon was holding a metal compotomizer (polosi) during the activation in the procedure, the blade of the device cracked and fell into the patient. He removed the blade through the trocar and continued with the procedure. There was no patient consequence reported. The device will be held at this time in risk management at the account.